Event description:
It was reported that all gears of the zimmer skin graft mesher were damaged producing an incomplete mesh. The facility reporting the vent is a cadaver tissue bank. As such, there was no report of patient injury.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on august 23, 2010 and was last repaired on august 27, 2013 for a non-related issue. Investigation revealed that the comb and roller gear were damaged. It was also noted that the left side plate was gouged. Prior to repair, both the test mesh calibration check and cutter pretest could not be performed due to the damaged comb. Cutter of ratio 2:1 serial number (B)(4) did not pass cutter evaluation and was returned to the customer as non-repairable. Cutter evaluation. Repair of the device included replacement of the comb, roller gear, left side plate, cutter gears, bushings, and retaining rings. The device and cutter of ratio 1.5:1 were repaired and returned to the customer. The cutter of ratio 2:1 was returned to the customer as non-repairable. The customers a cadaver tissue bank and experiences heavy usage of the device.; however improper handling by the user most likely caused damage to the cutter of ratio 2:1, comb, roller, roller gears and cutter gears, reported event regarding the damaged gears and the device producing an incomplete mesh. The device was serviced and returned to the customer.